Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported right side rupture confirmed with MRI and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Healthcare professional confirmed right side rupture. The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 d6b g2 h6